Manufacturer narrative:
Update: reflect clarification from malposition to embolization. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicated that it due to the emergent nature of the procedure, the pusher was not withdrawn from the balloon causing the valve to embolize into the lvot. The surgeons elected not to perform any further intervention and the patient expired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in italy, during the procedure for implant of the 26mm sapien 3 ultra valve in the aortic position, the patient went into cardiac arrest prior to valve deployment. Valve deployment was ''rushed'' which led to the valve placement in a higher position than planned. As CPR continued, and it was noticed on fluoroscopy that the valve embolized into the ascending aorta. The patient was unresponsive to CPR. The decision was made to implant a 2nd 26mm sapien ultra valve. Unfortunately, due to the emergent nature of the situation, it was neglected to withdraw the pusher from the balloon and the second valve was implanted in the left ventricular outflow tract (lvot). As CPR and temporary pacing continued, the cardiac surgeon was summoned, and the decision was made against further intervention. The patient was sent to ICU in unstable condition. Unfortunately, the patient expired the evening of the procedure. The patient had a very tortuous aorta with extensive calcification, bi-cuspid valve and horizontal aortic valve. Patient also had very conical lvot, 20mm diameter below the valve and a large sov. As per medical opinion, the root cause of the first valve, malposition and embolization was the starting position high in a bicuspid valve. As per medical opinion, the root cause of the cardiogenic shock was secondary to ar. As per medical opinion, the perceived root cause of the second valve embolization (into lvot) was that the pusher was not pulled back from the balloon. The perceived cause of death was the cardiogenic shock before valve went in.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 04429. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicated that it due to the emergent nature of the procedure, the pusher was not withdrawn from the balloon causing the valve to be implanted in the lvot. The surgeons elected not to perform any further intervention and the patient expired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Not available for return.

Event description:
As reported by our affiliates in (B)(6), during the procedure for implant of the 26mm sapien 3 ultra valve in the aortic position, the patient went into cardiac arrest prior to valve deployment. Valve deployment was ''rushed'' which led to the valve placement in a higher position than planned. As CPR continued, and it was noticed on fluoroscopy that the valve embolized into the ascending aorta. The patient was unresponsive to CPR. The decision was made to implant a 2nd 26mm sapien ultra valve. Unfortunately, due to the emergent nature of the situation, it was neglected to withdraw the pusher from the balloon and the second valve was implanted in the left ventricular outflow tract (lvot). As CPR and temporary pacing continued, the cardiac surgeon was summoned, and the decision was made against further intervention. The patient was sent to ICU in unstable condition. Unfortunately, the patient expired the evening of the procedure. The patient had a very tortuous aorta with extensive calcification, bi-cuspid valve and horizontal aortic valve. Patient also had very conical lvot, 20mm diameter below the valve and a large sov.